Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bunion correction procedure, the burr attachment, ar-300b, was found to be broken. When the device is in the lock position, the attachment will not retain the burrs it is designed for. The surgeon had to make a longer incision and used osteotomes to complete the osteotomy.